Event description:
It was reported that the implanted device had unusual battery depletion. It appeared that the device kept trying to connect to the monitor which led to premature battery depletion. The patient is scheduled for a device replacement. Both the device and the monitor will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2490c13, serial number: (B)(4). (B)(4).

Manufacturer narrative:
Product event summary; the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.